Event description:
The jetstream catheter was used to treat a calcified 3-4 cm lesion in the mid-popliteal artery. The catheter was advanced twice in the minimum diameter mode and twice in the maximum diameter mode with a good result. The physician did a post treatment below the knee angiogram revealing the peroneal artery had no flow. A catheter and negative pressure were used to retrieve a small piece of tissue from this location resulting in good flow to the peroneal. The patient is doing fine.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.